Event description:
Clinician narrative: an impella 5.5 was inserted via the right axillary artery in a 50-year-old male who presented with cardiomyopathy and acute decompensated heart failure. The patient had a chronic history of diabetes mellitus and was in cardiogenic shock, scai stage d. He required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. An intra-aortic balloon pump (iabp) was also in place for circulatory support. The patient was taken to the operating room for axillary impella 5.5 placement. During advancement of the device, it was unable to pass the anastomosis. The device was removed for further evaluation. Intraoperative assessment identified an axillary artery dissection. Vascular surgery was consulted, and the affected artery was surgically repaired. Due to inability to advance the impella 5.5 and the vascular complication encountered, the device was removed and additional circulatory support was required. The patient remained on iabp support post-procedure and was transferred to the ICU. The reported patient effects included axillary artery dissection, surgical vascular intervention, medical device removal, and requirement for additional circulatory support. Given the patient¿s acute decompensated cardiomyopathy, underlying diabetes, cardiogenic shock (scai stage d), and need for multiple vasoactive agents and ventilatory support, the vascular complication occurred in the setting of significant hemodynamic instability and high-risk vascular access. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1. The cause of the peripheral artery dissection was not determined due to insufficient clinical details. The cause of the failure to advance was not determined due to insufficient clinical details and no product return.